Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation revealed that the pump was intermittently unresponsive to button presses. The keypad was removed and the ok, down arrow, and up arrow buttons were observed to be inverted. The keypad was torn near the ok, up arrow, and down arrow buttons. Date of birth is unk.

Event description:
The distributor contacted animas alleging that the pump was reacting badly to button presses.